Event description:
The customer reported that the system exhibited a system error and locked up. A system reboot was required to attempt to regain functionality. Upon multiple reboots, sys functionality was restored. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.